Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok, down arrow and contrast keypad buttons were responsive. The up arrow keypad button was intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the up arrow, down arrow and contrast button contacts. Additionally, the contrast contact was found to be misaligned.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button was slow to respond for one month. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.